Event description:
Pt was receiving fentanyl 2500 mcg/in 250 cc's. Rate should have been set at 5 cc/hr, but was inadvertently set at 50 cc/hr for aprrox. 1 1/2 hrs. 0.4mg of narcan was given with good response-bp went from 89/51 to 150/75. O2 sats remianed within normal limits.